Event description:
The hcp reported a previous wound breakdown and localized infection at lead site without exposing the wire. The hcp later reported erosion behind the ear which exposed the lead. The pt did not have a fever, chills, local discomfort or drainage from the wound. The neurostimulator was working fine. A local wound revision with replacement of the connector boot without disturbing the generator or lead is planned. Local antibiotics will be used at this that time in an attempt to sterilize the wound. Medications taken at the time of the event included sinemet/cr, comtan, hctz and prilosec at the time of the event. Refer to medwatch report #6000153200701600.